Event description:
Boston scientific (bsc) crm received information that an apparent suture separation and insulation damage was observed on this dextrus lead. Therefore, the lead was removed from service and replaced. The lead was not returned for testing.